Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level had rose to 351 mg/dl. The patient reports the pods cannula was not visible through the viewing window. The patient administered boluses and at the time of this call they were still wearing the pod.